Event description:
It was reported that the patient was referred for generator and lead replacement, due to high impedance being detected by a system diagnostics test. The patient's lead was replaced due to the high impedance. The suspect product is not expected to be returned. No further relevant information has been received to date.

Event description:
Incoming communication indicated that pin insertion was attempted during the revision surgery. Incoming communication also indicated that the physician's office believed the patient may have twiddled (turned/manipulated) their device but the family of the patient refute this. It was reported that the patient has learning difficulties and could not comment directly. No further relevant information has been received to date.